Event description:
The surgeon implanted collamer lens, diopter +20.0 but it tore as it was being inserted. The incision was enlarged to remove the lens and sutures were not required to close the wound. The facility indicated that the injector may have been the cause. An msi-pf injector and an sfc-25 fp cartridge were used but, the lot numbers were not provided by the facility.